Event description:
Discordant advia centaur cp estradiol-6 iii assay results were obtained on a patient sample. The initial result was reported to the physician. The physician questioned the result and requested the test to be repeated. Repeat testing was performed on the patient sample and a corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant estradiol-6 iii results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant estradiol-6 iii result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.